Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had fallen and severed this atrial lead. The lead was exhibiting loss of capture, undersensing, pacing inhibition and pacing impedance measurements greater than 2500 ohms. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.